Event description:
The pt began to experience uncomfortable stimulation. He was seen in clinic about 3 weeks later. Stimulation amplitude was slowly increased. He perceived no stimulation, then unbearably painful shocking at about 6.9 volts. The shocking was in the intended paresthesia area. Impedance measurements were normal. The implantable neurostimulator was turned off and the pt continued to feel shocking. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).